Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that their insulin pump received frequent insulin flow blocked alerts. The customer¿s blood glucose was over 300 mg/dl. Troubleshooting was done for an insulin flow blocked alert. Customer reported that this was past event. Customer reported that the event was resolved by changing complete set. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.